Event description:
Vuse e cigarette exploded on my husband which resulted in 2nd and 3rd degree burns to 97% of his body, which caused his death. My husband had copd and was oxygen dependent. Warnings should be used to prevent use of e cigs when person is oxygen dependent.